Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the intermittent error c-00. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. The iesu was energized and cauterized and all ports recognized instruments. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 2-8a on the erbe related to the reported complaint. An event verification confirmed the endometriosis resection procedure was performed on the reported event date (B)(6) 2022 on system sk2805. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had an "activation interrupted" error message on the screen during procedure and the fse replaced the iesu to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the system had an "activation interrupted" error message on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 2-8a. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.